Event description:
It was reported that the device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased and suggested the device be explanted for possible premature battery depletion. At this time the pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was explanted and a new device was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased and suggested the device be explanted for possible premature battery depletion. At this time the pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the pacemaker was explanted and a new device was successfully implanted. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased and suggested the device be explanted for possible premature battery depletion. At this time the pacemaker remains in service and no adverse patient effects were reported.